Manufacturer narrative:
This MDR serves as a correction: ¿ongoing investigation¿ was entered in error. The investigation is now complete. Reference to complaint#: (B)(4).

Manufacturer narrative:
The pump was returned and investigated. During functional testing, the device failed the 30 psi occlusion test, recording a pressure of 16 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed; however, the probable cause could not be determined. CAPA-zm2023-23 was initiated to further investigate the root cause of this failure mode. Functional testing also revealed that the pump passed the air-in-line alarm test. The reported failure mode was not confirmed, as the air-in-line alarm could not be reproduced. The probable cause remains undetermined, and the pump is still undergoing investigation. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump, more than once has pumped air past the end of the infusion and past the pump time. No patient harm was reported.

Manufacturer narrative:
Intuvie received a report indicating that the infusion pump, more than once has pumped air past the end of the infusion and past the pump time. A review of the device¿s serial number history revealed no prior similar complaints. The device was returned and the investigation is ongoing. The allegation of the device failure was not confirmed. The probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).